Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging an "error 2" issue with a one touch profile meter. The patient indicated that the alleged issue started at 1:00 pm. Forty-five minutes after the alleged issue began, the patient claimed that she developed symptoms of being sweaty. The patient denied receiving treatment because of the alleged "error 2" issue. However, at 2:53 pm that same day, the patient reportedly exercised. It would have been helpful to know the following information: what actions the patient took before and after the symptoms developed, what time the symptoms were relieved, if she attributed the sweating to high/low blood glucose, her testing frequency, her medication and diabetes management regimens, and if he felt as though he could have prevented the symptom from occurring. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.